Event description:
An attempt was made to administer a shock to a pt induced into ventricular tachycardia during an electrophysiology study. The defibrillator allegedly failed to discharge. The pt spontaneously converted to a stable rhythm. Additional defibrillation attempts were not needed. There were no adverse affects to the pt reported as a result of the alleged malfunction.